Event description:
It was reported that boston scientific technical services was contacted due to discrepant dates for this patient's remote alerts. It was explained that the device time stamp was manually changed at the previous follow-up and can be fixed in-clinic. It was noted the alert in question was an alert for high, out-of-range shock impedance measurements (>125 ohms) from this right ventricular (rv) lead. Exhaustive attempts for information regarding the healthcare facility and event resolution, but a response was not yet received. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services was contacted due to discrepant dates for this patient's remote alerts. It was explained that the device time stamp was manually changed at the previous follow-up and can be fixed in-clinic. It was noted the alert in question was an alert for high, out-of-range shock impedance measurements (>125 ohms) from this right ventricular (rv) lead. Additional information has been requested regarding the event resolution and healthcare facility, but has not yet been received. At this time, the rv lead remains implanted and no adverse patient effects were reported.